Event description:
A 3.0 mm diameter x 24 mm length ave micro stent ii was successfully placed at the target lesion in the left anterior descending coronary artery after predilation with a 3.0 mm diameter percutaneous transluminal coronary angioplasty balloon. Two days later, the pt returned to the cath lab with thrombosis of the left anterior descending artery. The pt had been taking aspirin and ticlid. The stent and a side branch were re-dilated with a 3.0 mm diameter percutaneous transluminal coronary angioplasty balloon. The subsequent procedure was successful and there was no add'l clinical sequelae reported relative to the event.